Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿rupture/deflation". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.